Event description:
On the day of the event, the customer installed dimension xl/rxl/arx software revision 5.2 and lost previously designated small sample container (ssc) segment assignments. As a result, five imt probes crashed into ssc's resulting in probe damage. No results were reported and there were no adverse patient consequences.